Event description:
The account alleged that the bed is not operating properly. No pt impact.

Manufacturer narrative:
The technician assessed the bed and found fluid damage on the power control board. The technician replaced the power control board to resolve the issue.